Event description:
It was reported that the patient had a large clot on the aortic valve and left ventricular thrombus. At the patient¿s last admission on (B)(6) 2023, a transesophageal echocardiogram (tee) showed severe biventricular heart failure, ejection fraction of 5%, and right ventricular standstill; still with left ventricular thrombus and right ventricular thrombus, as well as aortic root thrombus for which the patient required milrinone support for cardiogenic shock. Because of the extreme decline in right ventricular function, the patient could not tolerate position changes as the patient would become hypotensive, lightheaded, dizzy, and have low flow alarms. The patient was made bedbound as they were considered a high fall risk. The palliative team got involved because the patient was not a transplant candidate. The patient was eventually discharged home where they declined over the next 2 weeks, eventually dying from cardiac arrest on (B)(6) 2023. The death was not considered device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's peripheral thrombus was first identified in (B)(6) 2023 as reported under MFR #: 2916596-2024-00214. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported biventricular heart failure, peripheral thrombus, hypotension, and cardiac arrest could not be determined through this evaluation. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure, peripheral thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 also lists thromboembolism as a potential late postimplant complication. Furthermore, section 6 provides information regarding anticoagulation, including recommended inr values. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, , rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.